Event description:
Caller reported blood glucose results of 368 mg/dl and 114 mg/dl within 10 minutes on the aviva system. Also reported blood glucose results of 436 mg/dl and 110 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. Strips not available for return, replacement system sent.